Event description:
It was reported that the patient underwent a posterior fusion at c4-5 with "double-door laminaplasty". It was reported that during bone screw insertion the pedicle fractured and screw placement was not possible. The procedure was changed from bilateral to unilateral. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). This part is not approved for use in the united states; however, a like device catalog # 6958720, 510k # k081297 was cleared in the united states. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.